Event description:
It was reported that a device alarmed for a system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4), the device was received and evaluated by baxter. Review of the history log confirms the ec 322 reported symptom. However, eval was unable to determine the cause. Eval of known contributors to ec 322 has led to the determination that the upper and lower aux assemblies were the failing components and require replacement. The upper and lower aux assemblies were replaced.